Event description:
The pt was recharging once per week before her revision in 2009 (the reason for the revision was not provided). Following the revision, the implantable neurostimulator (ins) battery depleted 24 hours. The pt was seen in the clinic and the recharge statistics were reviewed; it was noted that the pt appeared to be charging effectively. The pt had charged her ins the morning of the clinic visit and in the office the ins was at a 25% charge level. Impedances were checked. All combos with electrodes 11 and 15 were >10,000 ohms. Group impedances for program 4 were low out of range; electrode impedances showed a short with combos of 13 and 14. It was noted that the pt's stimulation hadn't changed; her only complaint was with the increased recharging frequency. The ins was reprogrammed without using 13 and 14 together and without using 11 or 15. Following the reprogramming, the pt was recharging every 3 days instead of every day; which was better, but it was still more often then she used to. The manufacturer's device registration system indicates that 2 of the leads were explanted. Add'l info has been requested, a follow-up will be sent if add' info becomes available.